Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is early 2019. Catalog number: a complete catalog# is unknown as product serial number was not provided. Unique device identifier (UDI #): UDI # is unknown as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis symfony optiblue intraocular lens, model zxv375 that has a similar device, tecnis symfony iol model zxt375 which is distributed in the united states under PMA p980040. Device manufacture date: unknown as the serial number was not provided. (B)(4). Device evaluation: the product testing could not be performed as the product remains implanted and it was not returned. The customer's reported complaint was not verified. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens model, zxv375 rotated post-operation, leading to an increase in astigmatism more than before the surgery(reference:-5.75d, 16 degrees, kerato: -2.5d, 15 degrees). It was indicated that the input to the calculator was correct and the axis alignment was done with verion, so astigmatism increased with rotation after the surgery. Axis correction surgery (lens reposition) was performed on (B)(6) 2019 which after that operation the visual acuity was 0.7 and patient felt good (reduced to 0.5d with total astigmatism). Reportedly, unaided distance vision is 0.4. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.